Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the ok keypad button was under-responsive. Also, it was reported that the keypad cover was found to be missing/peeling subsequent to the change in button responsiveness. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on 12/03/2014 with the following findings: visual inspection revealed that the keypad cover was cut and torn in the area of the ok button; this device failure is unrelated to the reported keypad-responsiveness issue, as the damage was reported to have occurred subsequently. Evaluation revealed that the ok keypad button was unresponsive: the reported issue was duplicated. The keypad cover was removed, and evidence of contamination was found under the ok and contrast key contacts; this device failure directly caused the reported issue. Unrelated to the reported issue, the threads of the returned battery cap were observed to be stripped. A test battery cap, which was able to secure to the pump case per the instructions for use (IFU), was used during the analysis.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.